Event description:
Revision surgery - the pt was infected and had cellulitis. The pt is obese and has diabetes. The cause of the infection is unk, but the doctor said her weight and diabetes contributed. The doctor went in to wash the pt out and decided to exchange the poly insert.